Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. According to the operative report provided through follow-up with the health-care provider, that the patient was found to have critical aortic stenosis of his native valve. Operative findings revealed extensive calcification involving the trileaflet aortic valve with marked scarring and deformity of the valve leaflets. There was extensive calcification on the ascending aorta and proximal to the region of the ostium of the right coronary artery. All coronary arteries were calcified. The native valve was removed and the edwards device was seated nicely; however, the surgeon "could feel 2 of the sutures actually slip somewhat, as they were tightened down." Intraoperative complications noted by the surgeon was after placing the device and coming completely off bypass, there appeared to be evidence of a significant paravalvular leak in the left coronary sinus in the region of the muscular septum. He elected to go back on bypass, and indeed, 2 sutures had actually torn through the friable muscular septum. These could not be simply repaired. The valve had to be completely explanted. The surgeon went back in and replaced the device with another edwards valve. It was also indicated that this event was not related to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The information provided suggests that this event was procedural related. There is no indication of device malfunction or quality deficiency related to the edwards device. No further actions will be taken.